Event description:
The advocate called and alleged the customer's breeze2 meter was reading higher compared to another meter. During the call, it was discovered the customer's test strips had expired in (B)(6) 2011. The caller also alleged the customer was hospitalized due to his unstable blood glucose readings. The customer had received a reading of 48 or 49 mg/dl using his breeze2 meter. Paramedics were called and the customer was treated with glucose. He was hospitalized for 4 days until his blood glucose stabilized. It's not known if the customer adjusted his medication prior to becoming hypoglycemic. No product will be returned, but the customer's meter was replaced.